Event description:
Customer reported the right monitor goes blank, or image is very faded, and having problems with the touch screen. No pt injury was reported. Not likely to result in a death or serious injury.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.